Event description:
Reporter stated that customer received the following results on the performa nano system within 1 minute: 75 mg/dl and 122 mg/dl. Results were obtained using different strip vials of the same strip lot. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.